Event description:
Patients are reporting a burning sensations and biting on the skin during electrotherapy treatment. The event is occurring 2-3 minutes into a treatment. The event occurs during the use of the interferential and high volt waveforms. Some events have resulted in temporary skin irritations.